Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device was set up as usual and could fire. After resecting with a knife, the knife could not be returned. The handle and adapter were removed and another handle was set. Calibration was performed and the jaws could be open without issue. It was considered that a connection failure occurred between the handle and shell. The surgical time was extended by less than 30 minutes. The knife was placed on a new handle and calibration was performed. The jaw was opened and the knife was returned as usual. There was no patient injury.